Event description:
The pt is sitting in the shower chair. When she tries to stand up to go to the toilet the seat for shower chair comes off and flips forward. The pt then falls down to the floor on her back. No injury was reported.

Manufacturer narrative:
Etac (B)(4) has managed to recreate the event by assembling the seat incorrectly. Our theory is that the seat has been removed and afterwards not been assembled in a correct way. The manual for the shower chair shows how to assemble the seat correctly. Risk analysis has been performed for the product. The hazard with seat coming off are handled in the risk analysis. The risk is considered acceptable.